Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a wire became visibly loose and flicked out into the patient's abdomen. The small wire was retrieved during the same da vinci-assisted surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broke cable segment that contains the crimp was missing in the clevis. However, the customer did return a piece of a pitch cable approximately 0.45 in length with the crimp still attached. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. This complaint will remain reportable due the broken pitch cable found during failure analysis which could cause or contribute to an adverse event if the failure mode were to recur.